Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation intraoperatively. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with mentor smooth round high profile. 310cc saline breast implants which the left side deflated intraoperatively. Patient mentioned she wasn't happy with her original surgery because when she lifted her arms her implants were uneven. The doctors said he would replace her left implant at no charge. The doctor mentioned to her during surgery/lift procedure he ruptured her implant, and replaced it on (B)(6) 2008.

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).